Event description:
On (B)(6) 2012, it was reported that the patient has been experiencing elevated blood glucose levels as high as 500mg/dl for the past three months, twice per monthly. The patient had the basal rates on the infusion device checked at the hospital. The patient's parents and diabetic specialist think the infusion device delivers too low an amount of insulin. The patient switched to her backup infusion device and her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained it will be provided in the supplemental report.